Event description:
It was reported that the ilet pump displayed repeated occlusion alerts while using cd infusion sets with a reported blood glucose of 389 mg/dl at one point, including alerts that persisted after supply changes, and the user at times paused therapy and used subcutaneous rapid-acting insulin via pen. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy and a minor illness/impairment due to hyperglycemia until backup therapy was used without hospitalization. Investigation by customer care agent included communication with the user and analysis of information provided by the user, along with guided troubleshooting and supply changes. Investigation of this case revealed findings consistent with a deformation problem associated with obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial